Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon was slow to deflate. The 90% stenosed lesion was located in a shunt in the mildly calcified and moderately tortuous left upper arm. The physician felt the deflation speed was slow on the ultrathin diamond dt/6-4/5/40 balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: there is no issue with the device. The device was inflated to 15atms and a vacuum pulled. The balloon deflated within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the balloon was slow to deflate. The 90% stenosed lesion was located in a shunt in the mildly calcified and moderately tortuous left upper arm. The physician felt the deflation speed was slow on the ultrathin diamond dt/6-4/5/40 balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).